Manufacturer narrative:
Event date is not known. The event was reported to bsc on (B)(6) 2018. A date of (B)(6) 2018 was entered in the required field as the event date field to reflect an unknown date in (B)(6) 2018. Age at time of event: 18 years or older.

Event description:
It was reported that material separation of a balloon occurred. An emerge balloon was used during an acute case procedure. During the procedure the plastic portion of the balloon came apart and the distal balloon stayed inside the patient's body. A snare was used to remove the balloon and the procedure was completed. There procedure was completed and the patient status was stable.